Event description:
It was reported to gore that a gore viabil biliary endoprosthesis with holes was implanted for a benign distal biliary stricture. Approx, two months post operative, the physician attempted to remove the endoprosthesis. Upon attempted removal, it was reported that the nitinol wire of the endoprosthesis separated from the eptfe/fep lining. Removal was unsuccessful and a plastic stent was placed. A second procedure was performed and the endoprosthesis was successfully removed.

Manufacturer narrative:
It should be noted that per the instructions for use, gore viabil biliary endoprosthesis is not indicated for removal or for the treatment of benign biliary strictures. Gore has communicated with the physician regarding the procedures. It was reported that the pt is doing well and no add'l f/u is necessary. All info has been made available for tracking and trending.